Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had multiple cubies among the right side of main drawer 1.1 were failing. The field service engineer disassembled and reassembled the inside of the drawer, reseated all connections on the back of the drawer and replaced the retractor band for drawer 1.1 due to ware. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed cubie. The customer stated that the cubies in columns 5 & 6 are failing and popping out. There were no adverse events or injuries reported based on this event.